Event description:
The patient reported his insulin infusion device did not give any of the a5 (technical inspection warning) messages before he received the e5 (technical inspection due) message. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.